Event description:
It was reported that a battery failure alarm has occurred. Per reporter, the fault occurred while not in use with the patient. There was no patient involvement and no health damage to the patient in this incident.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for evaluation/repair. It was stated that a battery failure alarm had occurred. The fault occurred during infusion. The reported problem was not related to a previous smith's repair. Smith's medical japan (smj) has received 2 repair requests previously for the same issue. No physical damage was found on the device. Error history log confirmed that there was a record of the alarm of "battery low" and "battery depleted" when the pump operated on (B)(6) 2024. Functional tests confirmed the battery depleted alarm occurred, indicating possible defective motor or rotation detection sensor. The motor and the rotation detection sensor were replaced, and the device passed all function tests.